Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated report: 0002023141-2022- 01965-1, 01969-1, 01965. This report is being submitted to relay corrected data. Corrected data: the implant site numbers are being updated with site #5, 11, 12, and 2.

Event description:
No additional event information was received at the time of this report.

Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated report: 0001038806-2022-01965, 010001038806-2022-968, 0001038806-2022-01969. Zimmer biomet complaint number: (B)(4). Weight unknown / not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that the implants on teeth sites #5, #11, #4 and #9 were removed due to infection.